Manufacturer narrative:
(B)(4). Date sent: 9/19/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? The device was locked with tissue, it was removed together with all included tissue after using a second device more distal. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? First and second steps were tried did the jaws eventually open? No.

Event description:
It was reported that during a liver procedure, the user reported that an ec60a could no longer be opened after being fired. Despite pressing the reverse button and the release lever to retract the knife, the user could not get the stapler open. A 2nd ec60a was opened to complete the resection. This worked normally. No patient harm nor significant delay reported